Event description:
The pump was returned for investigation. Investigation revealed that the pump booted to the verify screen with a dim pink contrast. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display lens was found to be scratched. The pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. Unrelated to the complaint, evaluation revealed that the keypad symbols were worn, which has no effect on insulin delivery. Evaluation revealed that the battery compartment was cracked from threads to the case seal. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump evaluated by product analysis on (B)(4) 2013 and not (B)(4) 2013 as previously reported.